Manufacturer narrative:
An event of paravalvular leak (pvl), intermittent atrioventricular block, complete heart block, cardiac arrest, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the pvl could not be conclusively determined. The cause of reported cardiac arrest appears to be related to intermittent atrioventricular block; however, the cause of the reported heart block, could not be conclusively determined. The reported hospitalization, unexpected medical intervention, surgical intervention were result of case-specific circumstances as during the procedure, post-implant valvuloplasty was performed due to pvl; a temporary pacemaker was placed due to intermittent atrioventricular block; and a permanent pacemaker was implanted due to complete heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The 25 navitor vision valve was re-sheathed twice during procedure due to being deployed too low. The approximate length of the membranous septum was 6mm and the final non-coronary cusp implant depth was 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A post-balloon aortic valvuloplasty was performed using a 23mm non-abbott device due to mild perivalvular leakage. On (B)(6) 2024, an emergent temporary pacemaker was placed due intermittent atrioventricular blockage leading to 15 second asystole. On (B)(6) 2024, it was noted via telemetry that the patient developed a complete heart block. On (B)(6) 2024, the decision was made to implant a permanent dual chamber pacemaker. The cause of the patient's complete heart block is attributed to the implant of the 27mm navitor valve. The cause of the mild perivalvular leak is attributed to annular calcium. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.